Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; intermittent telemetry due to cracked solder joints of the rf (radio frequency) head connector on a printed circuit board assembly. Analysis also found the system fan was noisy. Product ID 2067 rf (radio frequency) head.

Event description:
It was reported by a sales representative (sr) that it was difficult to perform a device follow-up using the programmer even after switching the programming head to one which was known to function well. Only one or no bars on signal strength meter while programming head directly over the implanted pacemaker. It was also reported there was weak or intermittent telemetry. The sr was able to perform the device check with another programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.